Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned timeouts, but the device was able to function properly after these timeouts. Inspection of the device found a tear in the exposed portion of the soft cannula. Although this damage was found, it cannot be determined when or how the damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 300mg/dl while wearing the pod on her hip/buttocks for between 4 and 24 hours. Treatment included changing the pod and giving manual injections. The device was returned for evaluation.